Event description:
A malfunction on the pump was reported by the caller, identified as malf 12, although no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer has experienced this malfunction multiple times and was advised to switch to a loaner pump as a corrective action.